Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Physician reported capsular contracture baker grade iii, diagnosed by ultrasound and MRI. Device has been explanted with capsulectomy and replaced. This relates to the right device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, and weight to the spec. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Correct reason for reoperation: capsular contracture baker grade unknown.

Event description:
Physician reported capsular contracture baker grade iii, diagnosed by ultrasound and MRI. Device has been explanted with capsulectomy and replaced. This relates to the right device.